Manufacturer narrative:
Device analysis: one empty syringe of 1.0ml was received without cap nor needle. No defect was observed.

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc the ¿hub cracked¿ near needle and product extruded onto patient's face from where crack occurred. Healthcare professional stopped injection and attempted to tighten needle, but product again extruded from crack. Healthcare professional additionally commented, "needle hub looked as if it was warped or melted." No injury to patient, staff, or injector. Packaged needle used and tightened by hand.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. All the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported event(s) as follows: "health care professional instructions 5. After ensuring that the patient has thoroughly washed the treatment area with soap and water, the area should be swabbed with alcohol or other antiseptic. Prior to injecting, depress the plunger rod until the product flows out of the needle. 8. Inject juvéderm® ultra xc by applying even pressure on the plunger rod while slowly pulling the needle backwards. It is important that the injection be stopped just before the needle is pulled out of the skin to prevent material from leaking out or ending up too superficially in the skin. 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle."

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc the ¿hub cracked¿ near needle and product extruded onto patient's face from where crack occurred. Healthcare professional stopped injection and attempted to tighten needle, but product again extruded from crack. Healthcare professional additionally commented, "needle hub looked as if it was warped or melted." No injury to patient, staff, or injector. Packaged needle used and tightened by hand.